Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Customer stated they have gum inflammation, worsening tmj symptoms, significant gum recession, detrimental bite changes, severe crowding due to the aligners

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.